Event description:
During the paroxysmal supraventricular tachycardia procedure, the communication was flashing green light and connected, but the grams of the catheter were not displayed. The tactisys quartz was power cycled, the cable was exchanged, and the catheter was exchanged three times, but with no resolution. The tactisys quartz was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.